Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during nasal endoscope cleaning, the brush got stuck inside the endoscope channel. When the brush was removed, it was found that the tip of the brush was missing. Another hedgehog sweeper brush was used to complete the cleaning. Reportedly, leak test was performed and the scope is used continuously. There was no patient involvement.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of brush tip detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during scope cleaning on (B)(6), 2020. According to the complainant, during nasal endoscope cleaning, the brush got stuck inside the endoscope channel. When the brush was removed, it was found that the tip of the brush was missing. Another hedgehog sweeper brush was used to complete the cleaning. Reportedly, leak test was performed and the scope is used continuously. There was no patient involvement. ***additional information received as of (B)(6),2020*** there was severe resistance while the brush is being advanced in the working channel and distal portion of the brush got stuck in the scope.